Event description:
Via the article ¿nonsurgical rhinoplasty: patient satisfaction and progression to surgery,¿ a healthcare professional reported that 162 patients were injected in the nose for nsr (non-surgical rhinoplasty) with either juvéderm® ultra xc or juvéderm® voluma¿ xc. Eight patients went onto to elect surgical rhinoplasty, and the filler was dissolved with hyaluronidase 3 months before the surgery. One patient experienced redness at the injection sites, signs of superficial infection, which resolved with oral antibiotic treatment. Another patient developed early signs of vascular compromise after injection. The patient was immediately treated with hyaluronidase and topical nitroglycerine and subsequently had complete resolution of symptoms.

Manufacturer narrative:
Clarification to d.6a.: injection between 2019 to 2024. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: al-taie, dhuha s et al. ¿non-surgical rhinoplasty (nsr): a systematic review of its techniques, outcomes, and patient satisfaction.¿ cureus vol. 15,12 e50728. 18 dec. 2023, doi:10.7759/cureus.50728. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.